Event description:
While applying a kiwi vacuum during a vaginal delivery, the handle broke off before pressure could be applied. The vacuum was removed from infant head and a new kiwi vacuum applied. Date of use: (B)(6) 2016.